Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient needed an MRI, however there was high impedance on 1 contact of the lead. This electrode was not in use. When trying to activate/stimulate this electrode it is not possible. There were no symptoms reported. No further complications were reported or anticipated.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient's system was implanted in 2015. The high impedance was detected while checking the system, not while trying to stimulate on the contact. The contact with high impedance was not used. The patient feels good and stimulation is going as planned. There is no need to use the electrode with high impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.